Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead could not be fixed when it was placed on the left ventricle. The physician tried several times but still failed. The physician changed thoracic epicardial surgery to complete the procedure. No additional information was available.